Event description:
It was reported that the external pulse generator had damaged casing and that the unit would stop working when the rate was reduced. The generator was returned for service. Follow-up determined that no patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the casing was damaged but was unable to confirm the customer comment that the unit would stop working when the rate was reduced. Analysis did find that the battery release was contaminated, the ring cover and two sid bail covers were broken, the battery contacts were compressed, the ring was bent and the battery drawer was broken. (B)(4).

Event description:
It was reported that the external pulse generator had damaged casing and that the unit would stop working when the rate was reduced. The generator was returned for service. Follow-up determined that no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).